Event description:
It was reported that the pump battery depleted too quickly. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to fully charge the battery, and technical support followed up by providing a supplier's report for a new pump after the battery depleted to 45% in 24 hours.